Event description:
It was reported to boston scientific that a male patient underwent treatment with a prolieve thermodilatation kit in 2006 as part of a prolieve chronic abacterial prostatitis clinical trial. During a follow up visit ten days later, the patient experienced penile tip pain and urethral discharge (mild) and was prescribed trimethoprim 300mg qd for sixteen days. The physician noted the event to be possibly related to the device. The event was reported as resolved approx two months later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The june 2007 15-month microwave disposable devices complaint trend report, inclusive of all failures modes was reviewed, no adverse trends were noted and no data point exceeded the complaint alert limit.